Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was 468-469 mg/dl. Reportedly, the customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer acknowledged pump functioned as intended at the time of event.